Manufacturer narrative:
Further follow-up with the user facility found that there was a new staff member who was using the system and did not know the procedure. The staff has since been trained. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The nurse at the user facility reported that the olympus oer-4 endoscope reprocessor displayed error code e99 [overdue disinfectant replacement] during reprocessing. The olympus cf-q260a evis lucera colonovideoscope was reprocessed in the oer-4 reprocessor during the period that the disinfectant solution was not used properly and had been used on patients. There have been no infections or health hazards reported due to this event. Additional details were requested regarding the reported event; however, no further information was provided. This medwatch report is being submitted for the olympus cf-q260a evis lucera colonovideoscope. The olympus oer-4 endoscope reprocessor was submitted in the medwatch report with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to incorrect reprocessing procedure, however, we could not specify the cause of how it occurred due to the unknown handling status at the facility. The event can be prevented by following the instructions for use (IFU) which state: ¿3.9 inspecting the disinfectant solution¿s concentration level¿ describes that ¿check the concentration of the disinfectant solution with the test strip each time an endoscope is disinfected. If this check is not performed, the disinfection process may be ineffective.¿ olympus will continue to monitor field performance for this device.